Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call customer experienced hypoglycemia with blood glucose level of 44 mg/dl and had brittle diabetic. Customer treated himself with candy as well as some glucose tablets. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.